Event description:
Air bubbles and gaps were reported in the tandem mobi cartridge system during pumping. There was no adverse impact to the customer's blood glucose level. The caller received education from technical support to ensure room temperature insulin is used when filling the cartridge and acknowledged understanding. The large air bubbles were resolved, allowing the caller to resume normal insulin therapy. Additionally, the caller went through one infusion set and one cartridge because of the issue, and replacements were sent by technical support.